Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert indicating the left ventricular (lv) channel's pacing impedance was out of range. Boston scientific technical services (ts) reviewed the report and found that the lv channel had one high out of range value a couple months ago. Ts explained the nature of the alert. It was noted that the device had reached elective replacement indicator (eri) prior to the alert. The device was explanted due to normal battery depletion and was replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert indicating the left ventricular (lv) channel's pacing impedance was out of range. Boston scientific technical services (ts) reviewed the report and found that the lv channel had one high out of range value a couple months ago. Ts explained the nature of the alert. It was noted that the device had reached elective replacement indicator (eri) prior to the alert. The device was explanted due to normal battery depletion and was replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Another examination of this device was performed. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had an alert indicating the left ventricular (lv) channel's pacing impedance was out of range. Boston scientific technical services (ts) reviewed the report and found that the lv channel had one high out of range value a couple months ago. Ts explained the nature of the alert. It was noted that the device had reached elective replacement indicator (eri) prior to the alert. The device was explanted due to normal battery depletion and was replaced. No additional adverse patient effects were reported.